Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that during a remote monitoring data review, it was noted this device exhibited a remaining battery capacity not as expected. The rate of remaining life had decreased by 45 percent, in a period of approximately five months. An engineering level assessment of the devices battery confirmed the unit was malfunctioning and should be scheduled for replacement. No resulting adverse patient effects were reported and to date the device remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a remote monitoring data review, it was noted this device exhibited a remaining battery capacity not as expected. The rate of remaining life had decreased by 45 percent, in a period of approximately five months. An engineering level assessment of the devices battery confirmed the unit was malfunctioning and should be scheduled for replacement. No resulting adverse patient effects were reported and to date the device remains implanted and in service. Subsequently, the device was explanted and returned for analysis.